Event description:
The customer called to report high blood glucose levels over 600 mg/dl. The customer has given manual injections, but her blood glucose levels remain elevated. Offered to call emergency services, but the customer stated she will wake someone up in her home to assist her in getting medical assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.